Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. See MDR # 803665-2013-00403.

Event description:
Pt alleges he found fluid in the cycler after cancelling treatment. Pd rn stated the pt needed no medical intervention. Effluent remains clear. Sample was discarded, not available for evaluation.